Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaw does not open and begins abnormal movement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: jaws were not stuck on tissue when issue occurred. Instrument was slow to move. There were no grip tips sticking out noted at the instrument nor dislodged jaws. There was no collision with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have one severely bent grip, causing them to be misaligned. The offset at the tips was 2.32 mm. The grips were not found to be cracked.